Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing. As a result, there was pacing inhibition and six seconds of asystole. Sensitivity adjustments were performed. Testing was performed and noise was found during the isometric test. No additional adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).